Manufacturer narrative:
Complainants phone number: (B)(6). (B)(4). Third party reviewed the lot records for 15fm0201 and found no exceptional records. The retention samples were also examined, and the appearance of the balloon/inflation port, catheter body, and valve function were normal. An inflation test of six units across six lots, including one from lot #: 15fm0201 was conducted. The samples were tested by inflation of the balloon with sixty (60) ml of air, measuring the outside diameter of the inflated balloon, recording the measurement, and measuring the outside diameter again after ten minutes. There was no obvious change in the size of the balloon between measurements, with the average difference value being 0.29 mm, with the sample unit from lot#: 15fm0201 having a difference of 0.23 mm between measurements. The six units were then deflated and re-inflated using forty-five (45) ml of water for each. The water-filled units were allowed to sit for twenty-four (24) hours. No blockage or leakage was noted during the inflation process, and no breakage or leakage was noted after twenty-four (24) hours. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification, and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after insertion and filling the balloon with water, there was leakage noticed from the inflation port just next to the fill indicator dome. The retention balloon was rapidly emptied of water because of the leakage and the device had to be removed and replaced. When the device was inspected after removal from the patient's rectum, the defective area of the inflator could be seen.